Event description:
It was reported that there was high impedance up to 1692 ohms, an apparent lead fracture, and that the patient received numerous shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed.